Event description:
A registered nurse (rn) reported a cassette was leaking from the second connection. The set was still wrapped in plastic. The patient noticed the issue during treatment and called the on-call rn and was advised to stop treatment and go to the clinic. The patient was provided with antibiotics and was advised to watch for cloudiness. Upon follow up, the rn confirmed the reported event and stated during an unknown phase and cycle of treatment, the patient reported the second connection line was not used and still wrapped in plastic but began leaking fluid onto the floor. The cause of the leak was unknown. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and discontinued treatment on the night of the reported event. Per rn no fluid came into contact with the cycler. The patient came into the clinic the following morning (on (B)(6) 2025) and was prescribed an oral prophylactic antibiotic levoquin tablet (250mg, 3 days). Per rn the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event and has remained asymptomatic. The patient completed treatment using the cycler last night and is continuing peritoneal dialysis therapy with the cycler without further issue. The cycler set used by the patient was brought to the clinic and is scheduled to be being picked up on (B)(6) 2025 for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported a cassette was leaking from the second connection. The set was still wrapped in plastic. The patient noticed the issue during treatment and called the on-call rn and was advised to stop treatment and go to the clinic. The patient was provided with antibiotics and was advised to watch for cloudiness. Upon follow up, the rn confirmed the reported event and stated during an unknown phase and cycle of treatment, the patient reported the second connection line was not used and still wrapped in plastic but began leaking fluid onto the floor. The cause of the leak was unknown. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and discontinued treatment on the night of the reported event. Per rn no fluid came into contact with the cycler. The patient came into the clinic the following morning ((B)(6) 2025) and was prescribed an oral prophylactic antibiotic levoquin tablet (250mg, 3 days). Per rn the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event and has remained asymptomatic. The patient completed treatment using the cycler last night and is continuing peritoneal dialysis therapy with the cycler without further issue. The cycler set used by the patient was brought to the clinic and is scheduled to be being picked up on (B)(6) 2025 for return for physical evaluation by the manufacturer.